Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0753z, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The lead body was stretched and the lead was electrically ok. (B)(4).

Event description:
Additional information received reported that the lead was revised four days before reported event date. It was confirmed that the lead had indeed dislodged from the foramen completely and pulled right out from the pocket site. A new lead was placed on the left side again. The manufacturer representation spoke with the patient the night before reported event and the patient was seeing nice improvement in their symptoms again. The lead would be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient had a loss of sensation suddenly following a lead revision. It was reported that there was no patient injury and the patient recovered without sequelae. Additional information received reports the manufacturer representative said the lead that they sent back was actually the one that was used on the (B)(6). A week after that procedure, the patient had a sudden loss of sensation. X-rays at that time determined that the lead appeared to be completely dislodged from the foramen and the revision in march was to replace that lead. There was no dislodged lead during the second revision and that one was strictly for the original revision done on the (B)(6). The manufacturer representative said the lead was dislodged when they went in and did the revision it pulled right out and the second lead appears to be helping and working and functioning properly. The manufacturer representative reiterated that the lead that was sent back was strictly the one that had completely dislodged a week following the revision on the (B)(6).

Event description:
It was reported on (B)(6) 2014 that the patient had a loss of therapeutic effect. The reporter stated that he called the patient on (B)(6) 2014 and two days after that she had no sensation and had to increase her amplitude. The reporter recalled that the impedances were normal after the patient¿s recent revision. The reporter tested them again on the day of the report and all were normal, except the combination of 0 and 3 which was 170 ohms. The patient felt more towards the s4 area, but when she woke up it was in the s3 area. The patient needed to be increased to 5.5 volts. About one and a half weeks later it was reported that lateral and anterior-posterior x-rays were ordered. They showed that the lead completely dislodged and was outside of the foramen. The anterior-posterior view looked normal; however, the implantable neurostimulator (ins) looked like it had migrated lateral and inferior to the original location. The patient reported no incidents that could have triggered this; it simply stopped working around (B)(6) 2014. Reprogramming was attempted, but all thresholds were above 6 and could only be obtained on one program. The patient and physician were looking at dates to replace the lead wire. The patient was having good success following the recent revision, but by (B)(6) 2014 the lead was completely dislodged. There was no date for the revision procedure yet, but it should have been the week of the report. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-02978 as the patient had a lead revision on (B)(6) 2014, right before these issues began.

Event description:
Follow up information reported that the patient was scheduled for revision surgery on (B)(6) 2014. If additional information is re ceived, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.